Event description:
Customer reported to beckman coulter, inc. (Bec) that fluid was leaking from the unicel dxc 600 synchron system cap piercer wash cup. The customer reported that fluid dripped down onto the capped sample tubes. Customer reported that erroneous results were not generated. Customer reported that patient treatment was not altered. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the waste valve on the cap piercer and checked operation. The fse also performed preventive maintenance. To date, customer has not contacted bec regarding any further leak from the cap piercer wash cup.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).